Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose. Customer's blood glucose was 500 mg/dl at the time of incident. It also reported that the customer missed bolus alarm. Customer declined troubleshoot for high blood glucose. Insulin pump will not return for analysis.